Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.

Event description:
The customer reported a failure to discharge via external paddles with an error code 1000. There was no impact to the involvement pt as a different defibrillator was used to treat the pt.